Event description:
It was reported that several heads of 1557 surg burs had broken off into the patients throat. The doctor reported that the bur heads were removed with suction and none have aspirated.